Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detaches from the needle during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-mar-2025 investigation summary bd received 23 samples for investigation. Out of these, twenty underwent a visual functional test for proper activation, and all were activated properly with no issues observed. Additionally, 20 retained samples were also subjected to a similar visual functional test, and all were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism detaches from the needle during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.